Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call air bubbles anomaly inside the reservoir. Customer's blood glucose level was 8 mmol/l. Troubleshooting for air bubbles anomaly was performed. Customer advised the air bubbles were 1 cm or less in length. Customer believed the reservoir was out when rewinding the insulin pump. Customer was advised on how to properly perform the fill procedure. Customer was advised to monitor the product and call back if they persist.